Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had been hospitalized for low blood glucose levels. The customer's blood glucose level at the time of incident was 38mg/dl. The customer's most current level was 136mg/dl. The customer was treated for the lows at the hospital. The customer states they had high blood glucose levels between 400mg/dl and 450mg/dl. The customer treated the highs with the pump. The customer states they had skin irritation at site. The customer states they had leaks. Troubleshoot was conducted and the customer was advised to monitor the device and call back if issues persist.